Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized due to cardiac decompensation and exertional dyspnea. During interrogation dislodgement of the atrial lead was recognized. No lead revision was performed due to recurrent/permanent atrial fibrillation. The lead remains in use. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.